Manufacturer narrative:
The device was received for evaluation. During functional testing, the white screen was reproduced upon powering up the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The processor printed circuit board (pcb) requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred during testing. There was no patient involvement. No additional information is available.